Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
An evaluation of the device and logs was performed by zoll. The customer's report could not be duplicated and log analysis found no evidence of a device malfunction. The device log review identified lead faults, and the records indicate the user was primarily in a leads view. Without the return of the ECG cables, the exact cause cannot be definitively determined. It is recommended that the end user ensure the appropriate lead view (pads or leads), in accordance with our instructions for use, is selected based on the accessories attached and confirm proper patient-to-device connections. There was no fault found with the device and the device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.